Event description:
Site called ventana to report the slip&fall, where the laboratory technician incurred bruises to their thigh and shoulder. The site reported the cause of the slip was overflow of waste fluid onto the floor from the waste container on a xt instrument. Review of system run reports indicated that the system software identified the waste container contained elevated levels of waste product. The run report also showed that error messages were generated on multiple occasions by the system. The operator chose to override these error messages and continue with the staining run. The system performed as intended and did not malfunction; however, ventana performed a risk assessment that indicated if the situation were to reoccur, there is a potential for serious injury. As a conservative measure, ventana will update the instrument operators' manual to include specific warning and precaution language regarding the potential for slips, falls, and injuries if the operator chooses to over-rode the system generated error messages. Ventana will submit a follow-up report when this labeling update has been completed.